Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has received multiple intermittent inaccurate fill estimates after loading a cartridge with insulin. Customer reported an elevated glucose level of 485 (mg/dl) with moderate ketones. Per advice from their hcp, customer administered manual injections, drank water to flush ketones, and changed sites in order to stabilize bg level. Customer indicated that the current pump would be used as backup therapy.